Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed the technical support engineer (tse) that arm 1 would not recognize the instrument. The customer had to finish the case using the other three arms. The tse reviewed the logs and found multiple 282 errors for arm 1. After the case the customer re draped arm 1 and still could not get the instrument to recognize. The tse advice the customer to try another drape and still the issue persisted. The tse had the customer hard power cycle the patient side cart and still the issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arm 1 was abandoned during the case. There was no patient harm. It was unknown to what the surgeon believed to be the cause of the problem. There was no issue noted at set up and the system was inspected prior to use. The issue occurred after the initial docking of the robot. The instruments were not recognized in arm1. There is no video recording of the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting an arm 1 issue recognizing instruments, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to confirm and/replicate for "instrument recognition/engagement error". The unit was placed on the system, and it failed normal mode. During normal mode, the unit triggered a "could not recognize the instrument" message for several different instruments with a couple different sterile adapters. Additionally, the front long presence pin was felt to have slight friction. The error logs confirmed that the unit triggered a 282 error as well as a 31009 error. These 31009 errors indicates that the friction on the long presence pins also contributed to the failure. The unit was put on the pftp, and it failed the carriage switches test. The accr antenna was swapped with a test antenna and the unit still failed the carriage switches test. The complaint regarding an arm 1 issue recognizing instruments was confirmed based on failure analysis and the reported "instrument recognition/engagement error" was confirmed/replicated which indicates that the device did contribute to the customer reported issue. A log review confirmed the procedure date of 09-nov-2022 on system sk4321. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.